Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided two photos for evaluation. The first photo displayed the product lidstock. The second photo displayed an introducer needle. At least one crack was observed on the hub. A device history record review was performed and no relevant findings were identified. The customer report of a cracked needle hub was confirmed by visual inspection of the customer supplied photos. The needle hub contained at least one large crack. A device history record review was performed with no relevant findings. A CAPA was previously initiated to investigate this issue. The root cause was determined to be a design issue.

Event description:
Customer reported "cracking of the needle hub during the puncture of subclavian vein which causes the air to enter the syringe instead of the blood. The procedure has to be stopped and then repeated with a new set." It was reported there was no damage observed on the needle hub prior to the puncture. There was no patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "cracking of the needle hub during the puncture of subclavian vein which causes the air to enter the syringe instead of the blood. The procedure has to be stopped and then repeated with a new set." It was reported there was no damage observed on the needle hub prior to the puncture. There was no patient harm. The patient's condition is reported as fine.